Event description:
The contact stated that, the customer's blood glucose readings had been lower than usual. While troubleshooting, she performed control tests and received a result of "lo." The normal control range was 96-133 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement tests strips were sent to the customer.